Event description:
It was reported that stored atrial tachycardia and atrial fibrillation episodes showed what appeared to be missing markers/intervals caused by missing electrogram. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was noted as the programmer data for file (B)(4) shows missing at/af egm data and episode note "episode #8 detailed episode data is invalid" between (B)(6) 2011.